Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during a pretest, the water was difficult to remove from the foley catheter balloon. The catheter was supposed to be used in the operating room. This event was confirmed during a pretest prior to use on the patient.

Event description:
It was reported that during a pretest, the water was difficult to remove from the foley catheter balloon. The catheter was supposed to be used in the operating room. This event was confirmed during a pretest prior to use on the patient.

Manufacturer narrative:
The reported event is confirmed to be manufacturing related. Visual evaluation noted received a 3-way temp sensing catheter with cut portion of inlet tubing and a syringe. Visual inspection noted that the balloon was pre-inflated upon receival of sample. Deflated balloon by aspiration using syringe with high difficulty. Dissected balloon and found that the notch was not perforated completely. Also received 2 photo samples. First photo sample shows overview of catheter with balloon slightly inflated. Second photo sample focuses in on end of catheter with balloon slightly inflated. Based on physical samples received, product does not meet specifications "verify that the eye punches are complete and notch according to the applicable drawing." Although an exact root cause could not be determined a potential root cause could be foreign matter during processes (flap or flash during punching). A review of the DHR did not show any problems or conditions that would have been contributed the reported event. A labelling review is not required as labelling would not have prevented the reported event. The actual/suspected device was inspected.